Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. Device in wrong position : the cause of the positioning issue was most likely an unintended use error based on clinical details that the pump was inadvertently pulled back across the valve during repositioning.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a known history of end-stage renal disease on dialysis. During support, an attempt was made to reposition the pump; however, the device traversed the aortic valve and was unable to be recrossed. The reported events include device in wrong position, device revision or replacement, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to a temporary interruption in hemodynamic support during the exchange; however, the exchange was performed without consequence to the patient, and hemodynamic support was successfully resumed with no known adverse patient outcomes.